Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously had a 12.2 years remaining longevity. During the recent device check, the device showed 4.5 years remaining longevity. Boston scientific technical services (ts) discussed no programming changes made and calculated the longevity based on current parameters. Also, the patient was having a lot of atrial episodes which may be the factor causing the significant decrease in projected longevity. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.